Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, stating that the screen was frozen and would not respond to input, though the screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level reported. The customer was provided with complete pump reset information, and after choosing to reset the pump, they were able to interact with the screen again.